Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates occurred using multiple cartridges. There was no reported impact to customer's blood glucose. Customer reverted to manual injections (humalog) and lantus for insulin therapy.